Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the mini trays and control units were defective. The field service engineer replaced single wide control units for mini drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis anesthesia system (pas), it had a drawer that was jammed, and was unable to open. The reported issue leads to delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.